Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, it was reported by the distributor that the patient experienced an unspecified malfunction which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. According to the report, the patient experienced unconsciousness once or several times during an unspecified period lately which the patient alleged was due to an undisclosed malfunction with the dexcom device. Per report, the patient declined to provide information regarding symptoms, extent of injury, or medical intervention. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.